Event description:
It was reported that the patient presented at the clinic for a right ventricular (rv) lead implant procedure. During the implant procedure on (B)(6) 2025, multiple attempts to position the rv lead were unsuccessful due to repeated dislodgement. After several unsuccessful repositioning efforts, the rv lead was ultimately replaced, which resolved the issue. The patient remained stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies.